Manufacturer narrative:
This report involves a training issue and customer did not know how to properly test his blood glucose. During troubleshooting survey, (B)(4) provided training on how to conduct a finger strick test. There was no report of product malfunction. No further investigation is required. This is a final report.

Event description:
An adc customer reported that due to not knowing where to apply the blood to the test strip he stated he "had to go to the hospital". Customer stated he was diagnosed with hyperglycemia and treated with insulin. Although the customer stated initially that the insulin treatment was not a change from their normal diabetes treatment regimen, unsuccessful attempts were made to clarify the treatment reported. There was no report of death or permanent impairment associated with this case.